Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02218. It was reported the patient's stimulation was no longer effective in addressing his symptoms related to nerve damage. The patient stated he has had multiple surgeries in his back and neck to address the nerve damage. He reported he no longer uses his scs system and would like it explanted. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.